Manufacturer narrative:
(B)(4).

Event description:
Although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically following the advisory.

Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016. No internal cardioverter defibrillator devices included in the premature battery depletion fsca concerning st. Jude medical on (B)(6) 2016 have been distributed after this corrective action.

Manufacturer narrative:
Correction: manufacturer report 2938836-2016-14876, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).